Event description:
Medwatch report (B)(4) states: patient is ~4 years status post left total hip arthroplasty. The patient reported over the last few months having increased pain to the point that it interfered with her activities and was also present at rest. The patient was admitted to undergo a left total hip arthroplasty. During the procedure, the surgeon noted only some mild scar tissue, no significant fluid collection but what was there appeared to be clear yellow, but no evidence of soft tissue destruction. The joint fluids were cobalt 71.4 ug/l and chromium 211.9 ug/l. The patient tolerated the procedure well and was discharged a few days later.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.